Manufacturer narrative:
(B)(4).

Event description:
The patient complained of phrenic nerve twitching while walking. This was resolved with reducing the lv pacing output. This lead remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.